Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had replace battery now alarm. The customer¿s blood glucose level was 109 mg/dl at the time of the incident. Customer stated that it was the second occurrence of the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly. Also, moisture damage on the vibrator, motor assembly and battery tube noted during visual inspection. (B)(4).